Manufacturer narrative:
No product was returned for eval. According to the device history record, the device met spec at the time of MFR.

Event description:
In 2009, the pt underwent an exploratory laparotomy, lysis of adhesions, and extraction of infected mesh secondary to a foreign body reaction. The pt previously had a roux-en-y gastric bypass, and incisional ventral hernia repair with composite mesh. The surgeon removed the composite mesh, and placed a 12cm x 25cm piece of veritas collagen matrix, as an under-lay. He stated that he attached the tissue with a #2 prolene, continuous stitch, with 1-2cm bites, circumferentially. He stated that, "mesh appeared to be very taut, but not particularly tight." The surgeon had also placed an abdominal binder on the pt post-operatively. The following month, the pt did not show up for his post-op appointment, with the surgeon. The office learned upon calling, that the pt had gone to the emergency room at another med ctr, and had been re-operated on. The initial surgeon stated that the pt had been complaining of constipation, over the course of his recovery, and could have been straining. The surgeon who operated on the pt the day prior, stated that the veritas collagen matrix "had torn away from the suture line, in the left lower quadrant of the repair. The defect was approx 10cm long." She removed the veritas, and replaced it with a piece of parietex pco, that she cut to approx 32cm x 22cm to cover "the very large defect." The pt was to be discharged five days later. The pt was doing well, with no forseeable complications.